Event description:
Related manufacturer reference number: 3006705815-2022-15969. It was reported the patient¿s leads migrated following a fall causing ineffective stimulation. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates the leads were explanted and replaced with one lead to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.